Event description:
Two incidents on this type of needle. First was (B)(6) 2022 and second was (B)(6) 2023 different pharmacists, different stores. Pharmacist was giving a vaccine to a patient using an easypoint syringe w needle, 25 g 1 " and this needle instead of retracting within itself the needle detached and was sticking out of the patient's arm. Patient was unharmed but the pharmacist had to pull it out with their gloved fingers without the patient aware. The vaccine had injected. One lot number k211009 and second lot number k211008. Both devices made in china for retractable technologies out of little elm, texas. Scenario's both the same. Once the safety engages instead of the needle retracting into the syringe it is left sticking out of the patient's arm. Please contact me if you have further questions. Reference report #mw5114836.